Event description:
It was reported that the device was slow to interrogate while using rf telemetry. The device was explanted due to normal battery depletion; the patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was slow to interrogate while using rf telemetry. No intervention was performed; the patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of interrogation problem could not be confirmed. Analysis of the device image suggested radio frequency (rf) telemetry lockout had occurred in the field due to excessive rf usage in a short period of time. This lockout feature disables the high-power telemetry to prevent battery drain due to unintended excessive usage. As received, the lockout period had expired. The device showed normal characteristics and able to be interrogated successfully on various merlin programmers. Rf telemetry could be enabled and disabled with no issue. The device image shows autocapture on. When automatic settings are programed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrocautery and tool marks were noted on the device. Electrical and mechanical analysis were performed, indication normal device functionality. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.